Event description:
It was reported that the customer's battery cap had cracked and there was corrosion in the battery compartment. The customer's blood glucose was not known. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a cracked case on the lcd window corners, a cracked lcd window, minor scratches on lcd window, cracks on the battery tube threads, and cracks on the reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).